Event description:
It was reported that the patient's right ventricular (rv) lead exhibited an unspecified impedance measurements issue. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.